Event description:
While advancing the laser through the laser port the glass laser fiber broke. Surgeon was unaware and went to fire laser and it burned a hole in the drape and allen stirrup. No harm to the patient.